Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be the device battery requiring reconfiguration. To correct the condition, the main battery was reconfigured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. The alarm occurred when the device was turned on. There was no patient involvement. No additional information is available.